Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded after surgery. Concomitant medical products: item # unk, hip-other-heads-unk, lot # unk multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00019,00020. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had revision surgery due to age/wear of implant. Follow ups are complete, and all available information has been entered.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.